Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: 8 months after the operation (date of op: end of december 2012), the plate got broken. The doctor performed additional operation to replace it with intramedullary nail. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: based on the topography of the fracture surface, we can conclude that the implant was subjected to medium dynamic bending loads (one sided). Constantly alternating load cycles during walking led to the fatigue of the material, which led to a crack and finally to the overload respectively to the fatigue fracture of the lcp-plt. The implant could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient could have played a role as well. A failure resulting from either a material defect or the manufacturing process can be excluded.